Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient stated that it took forever to do the boluses. The patient was walked through clearing the data on the handset. The patient will monitor the issue and call back in if needed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: hh90t02 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID hh90t02 (serial: (B)(6)); product type: 2201-mobile platform brand name: synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient reported that the ptm was taking a long time to deliver a bolus. Agent walked patient through clearing the data. Patient was able to successfully connect to app with no lag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.